Event description:
It was reported that a balloon rupture occurred. The 10mmx2.50mm wolverine cutting balloon was advanced to treat a 90% stenosed, mildly calcified, target lesion. It was noted that the balloon ruptured during the procedure. Air removal was performed after crossing the lesion. When the balloon was deflated again after connecting to the inflation device, blood came out. When the balloon was inflated outside the patient, it seemed that a pinhole rupture occurred from the beginning. The procedure was completed with another wolverine device. There was no serious injury or adverse patient effect. Device evaluated by manufacturer: a visual examination of the returned device identified that the balloon was not folded, indicating that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device was not exceeded. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.